Event description:
The customer reported that the system generator would not work properly. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative checked the cable connection and reset the system. The system was tested and found to be working as intended and put back into service.